Event description:
It was reported during device replacement externalized conductors were observed on the rv lead. The lead was capped and replaced. Patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.